Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal discomfort and difficulty inflating an inflatable penile prosthesis (ipp) due to the placement of the pump component. It was also mentioned that one of the cylinders was undersized and lower than the other. A surgical procedure was performed in which the exiting ipp was removed and replaced. Upon explant, no air or holes were observed on the device and the pump bulb did not collapse. No additional information was reported.